Event description:
It was reported that at the beginning of an exploratory laparotomy, as well as multiple other procedures, the tip of the probe broke off. The patient also had an estimated blood loss of 1500 ml, however, no patient injury was reported. The tip fell into the surgical field and was retrieved. The intended procedure was completed.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information or if the device is received at a later time this report will be supplemented.